Event description:
Report received from (B)(6) stating that the device had an e6 error, heat, and that the locking sleeve was difficult to move. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no additional information provided.

Manufacturer narrative:
Reliability engineering evaluated the device, and the reported problem was confirmed. The unit produced an e6 error during testing, and the locking mechanism exhibited damage that was consistent with power braking. Power braking occurs when the locking mechanism is engaged while the motor is still rotating. The unit also exhibited damage consistent with immersion, which is indicative of improper cleaning of the device.